Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The biomedical engineer at the facility indicated that nursing staff reported that they have been experiencing an issue where a pt "drop off" the system. No notices, no telemetry errors, no dropout messages, the pt tile window simply disappear. This resulted in a temporary loss of centralized monitoring, however, besides monitoring was not affected.